Event description:
Patient's father contacted dexcom on 03/09/2016 to report that the receiver displayed error 113 on 03/07/2016. The patient's father did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(6).